Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the driver readings displayed a beat rate (br) of 135 to 136, fill volumes (fv) 40 to 50s, with minimal fluctuation, and cardiac output (co) of 6 to 7 liters per minute (lpm). The patient's fluid status was appropriate and the systemic vascular resistance (svr) was at 110 to 130. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the driver readings displayed a beat rate (br) of 135 to 136, fill volumes (fv) 40 to 50s, with minimal fluctuation, and cardiac output (co) of 6 to 7 liters per minute (lpm). The patient's fluid status was appropriate and the systemic vascular resistance (svr) was at 110 to 130. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. The driver's alarm history was retrieved from the electronic data, and no new alarms were recorded since the driver last left syncardia. The "secondary motor voltage too high" fault code occurred during service/manufacturing process functional testing. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic data. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. Additionally, the driver was tested for 96 hours at normotensive settings, and the driver performed as intended. The customer-reported intermittent fault alarms were not reproduced. Despite the customer-reported intermittent fault alarms, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver will be serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.